Event description:
The customer reported false elevated calcium generated from alinity I processing module and provided the following data: reference range for calcium: 2.00¿2.70 mmol/l. On (B)(6) 2026: sample ID (B)(6), initial result was 4.001 on sn: (B)(6) and repeat results were 4.845 on sn: (B)(6) and 1.42 on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6) initial result was 2.735 on sn: (B)(6) and repeat results were 4.148 on sn: (B)(6) and 2.444 on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6), initial result was 3.357 on sn: (B)(6) and repeat results were 4.155 on sn: (B)(6) and 2.252 on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6), initial result was 3.37 on sn: (B)(6) and repeat results were >6.0 on sn: (B)(6) and 2.419 on sn: (B)(6). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.